Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.